Manufacturer narrative:
H6: investigation type 4110: a lens work order search was performed. No additional similar complaint type events within associated lots were found. H11-manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Iritis is an inflammatory condition which is common after intra-ocular surgery, however this is usually mild and does not require any additional interventions beyond the standard post-op regimen. In some cases, the degree of inflammation may be more severe and require extended steroid treatment. Procedural factors including excessive surgical manipulation and the use of pro-inflammatory substances in the eye may have contributed to the event. Mechanical insult to the iris can result in a prolonged or stronger inflammatory response. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim # (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced ac reaction with mydriasis and uveitis/iritis. Diagnostic cultures were not performed. Treatment was performed. Lens was explanted and problem resolved. Cause of the event was reported as unknown.